Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488 lead, implanted: (B)(6) 2006; 4592-53 lead, implanted (B)(6) 2002. (B)(4).

Event description:
It was reported that the physician felt that the battery should have lasted longer, and the device was at eol (end of life). The device was explanted and replaced. No patient complications have been reported as a result of this event.